Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer these devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that this patient had an initial left total knee arthroplasty on (B)(6) 2014 and then approximately 8 years, 5 months later experienced a surgical revision on (B)(6) 2023. Patient revised to competitor¿s devices. Revision operative report of (B)(6) 2023. Post operative diagnosis: poly wear, instability, aseptic loosening of femoral component. Clinical history-patient presents with painful tka and recalled parts. The patient is found to have progressive polyethylene wear as well as instability of the total knee. Procedure: the patellar button was found to be intact with some surface wear. The polyethylene was noted to be grossly damaged with cracks throughout. The femoral component was completely debonded from its cement mantle. When femoral component was removed aori type iia bone loss was found, worse on the lateral compared to medial side, and osteolysis affecting both posterior condyles. Tibial component was removed with minimal bone loss. Bone loss of the tibial metaphysis warranted the use of a cone. The patellar component was removed. Components were trialed and then the devices were implanted. Dressings were applied, the patient was transferred to the recovery room in stable condition. To be discharged home when all pt goals are met, and patient is comfortable. Hospital care: admitted (B)(6) 2023/ discharged 12 feb 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.